Event description:
It was reported that the system experienced a loss fo fluoro while the neuro interventionist decided to perform an embolization of a pt having an avm (arterio venous malformation). The system was reset. After system reset, new contrast agent was injected as it was believed that the catheter position has changed. It was noted that a small vessel was ruptured and immediately treated. Scanner showed a hematoma. There was a recoverable malfunction of the system during the exam. The relationship between the pt vessel breakage and the system malfunction has not been established at this time. The extent of the pt's injury is not known.

Manufacturer narrative:
Ge healthcare investigated the system and found that the system contained a software anomaly which under certain situations results in incorrect data flow to the fcib input board. The system was reset and the procedure was continued. The software was upgraded at this site.